Event description:
The customer reported the 2800 displayed error codes 404 and pre-charge error. No pt injury was reported.

Manufacturer narrative:
The service rep replaced fuse f15 with an extra one supplied at the original install of the machine. He ran 3 film shots at 100kv and 350 ma with no issues. The system operates as intended.